Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that, on an unspecified date, a spiros closed male luer, red cap experienced a separation during patient use. The report states that spiros disconnected from chemotherapy. There was no patient harm reported. The initial reporter indicated that the event occurred four times; however, no additional information was given pertaining to the additional instances. A search of the complaint database showed no prior report of these events.

Manufacturer narrative:
D9 - device available for evaluation: no. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.